Event description:
A dialysis facility tech reported a pt removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The intended uf goal was 3.5 kg, however the actual uf was 4.35 kg. There were no machine alarms reported. The pt's blood pressure (bp) was 156/68 at the start of the treatment. One and one half hours after the start of the treatment, the pt's bp went to 99/69 and pt complained of light headedness. The treatment uf goal was reduced to minimum. The pt was administered 250 ml and 100 ml of normal saline during the treatment. The pt had severe cramping and treatment was discontinued six minutes early. When the pt was weighed it was determined that 4.35 kg was removed. The pt was discharged in stable condition.